Event description:
It was reported that o (B)(6) 2025, a 30-25mm amplatzer talisman pfo occluder was chosen for implant using a 9f amplatzer talisman delivery system. The device was prepared in accordance with the instructions for use (IFU), including the stretching technique intended to prevent deformation. The device was advanced and deployed under fluoroscopic guidance. During deployment, device deformation was observed; specifically, the right disc did not flatten as expected. The team allowed time for the device to warm, then recaptured and redeployed the right disc, followed by a stability test. However, the right disc remained deformed into a bulbous deformation. The procedure was completed using a new 30-25mm amplatzer talisman pfo occluder. The deformed device was never released from the delivery cable. There was no interaction with the cardiac structures during deployment and no angulation/kink were noticed in the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Two images were received from the field, one fluoro image showing the bulbous deformation inside the patient, and one showing the bulbous deformation outside of the patient. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Additionally the observed bent damage on the returned loader may have resulted from shipping or transportation-related stress in the return to abbott.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that o (B)(6) 2025, a 30-25mm amplatzer talisman pfo occluder was chosen for implant using a 9f amplatzer talisman delivery system. The device was prepared in accordance with the instructions for use (IFU), including the stretching technique intended to prevent deformation. The device was advanced and deployed under fluoroscopic guidance. During deployment, device deformation was observed; specifically, the right disc did not flatten as expected. The team allowed time for the device to warm, then recaptured and redeployed the right disc, followed by a stability test. However, the right disc remained deformed. The procedure was completed using a new 30-25mm amplatzer talisman pfo occluder. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.